Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 6:55 pm, the patient obtained the blood glucose reading of 487 mg/dl on the reported meter, which was inaccurately high compared to his expected values of 130 mg/dl to 140 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. Based on the elevated meter reading, the patient took an increased dose of 16 units humalog insulin. Afterwards, the patient claimed he 'felt his blood glucose level become very low'; he did not provide specific symptoms. The patient administered self-treatment with glucagon injection one mg, and food/or drink; he did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with glucagon. Therefore this complaint is being reported.